Event description:
During the device evalution for a leak at the spike/port interface, the spike itself was discovered to have been cracked. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: during the evaluation, a new issue separate from the reported event was discovered. There has been corrective and preventative action taken relative to this matter, renq-CAPA. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.